Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired.

Event description:
A customer contacted stryker to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was scrapped at stryker. The system pcb assembly was further evaluated and the cause of the reported issue was determined to be due to a corrupt single board capacitor (sbc) card on the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.